Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that by the client, the cardiosave intra-aortic balloon pump (iabp) units fiber optics can not be calibrated.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units fiber optics can not be calibrated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that by the client, the cardiosave intra-aortic balloon pump (iabp) units fiber optics can not be calibrated. It is unknown if patient was involved or the circumstance issue was found, patient information asku.

Manufacturer narrative:
Additional information: e1 (event site postal code :(B)(6), event site state: (B)(6)). A getinge field service engineer(fse) evaluated the unit and the equipment passes the fiber optic tests with the simulator and no errors are replicated in the equipment and it was suitable for clinical use.